Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. Device (B)(4) relates to (B)(4) for the reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was to be used during a dilatation procedure of a stricture in the sigmoid colon performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during preparation, while unpacking the cre balloon, a nick was noted in the catheter. It was reported that the nick appeared like the catheter frayed. It was confirmed that this issue was noted prior to insertion of the catheter through the scope. No visible issues were noted to the packaging of the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was to be used during a dilatation procedure of a stricture in the sigmoid colon performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during preparation, while unpacking the cre balloon, a nick was noted in the catheter. It was reported that the nick appeared like the catheter frayed. It was confirmed that this issue was noted prior to insertion of the catheter through the scope. No visible issues were noted to the packaging of the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed two kinks in the catheter of the device. No other defects were noted. Based on the condition of the returned incident device, the complaint that the catheter appeared frayed was not confirmed; therefore this is now not an MDR reportable event. It is likely the catheter was kinked while handling the device during preparation, therefore the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.